Manufacturer narrative:
The calibration and qc data provided were acceptable. The reaction monitor showed an abnormal, conspicuous reaction at the time of the initial result. Based on the available data, a product issue could be excluded. The field service engineer (fse) checked the cell and probe wash and exchanged cells and seals at the washing station. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. Na.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. On (B)(6) 2023, the initial crej2 result from module 2 was 0.18 mg/dl. On (B)(6) 2023, the sample was repeated on module 2 and the result was 1.28 mg/dl. The sample was repeated a second time on module 1 and the result was 1.05 mg/dl. No questionable results were reported outside of the laboratory. The reagent lot is 677539 and the expiration date is 31-aug-2024.